Event description:
It was reported during an ablation procedure, the irrigation port of a cool path ablation catheter was broken. The physician was advancing the catheter into the pt and noted the irrigation port broke from the handle of the catheter. There were no alarms noted. They exchanged the catheter and completed the procedure. There were no adverse consequences to the pt. Additional info was requested but was not available.

Manufacturer narrative:
The device has been returned to sjm. Investigation has not been completed. When analysis results are available a follow-up report will be sent.